Event description:
It was reported that the patient was admitted to the cardiothoracic intensive care unit (cticu) with epistaxis. Patient's hypotension improved and an ears, nose, and throat (ent) packed right nare and cautery. No device alarms were noted and the patient was transferred to floor on (B)(6) 2021 and bridged to therapeutic international normalized ratio (inr). The patient and spouse were given additional device training and were discharged home on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h3: 'device evaluation anticipated, but not yet begun' was added inadvertently. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.